Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches lcd window and scratches on reservoir tube window.

Event description:
It was reported that the insulin pump had an unresponsive keypad and the insulin pump was stuck at the main menu screen. The blood glucose reading was 162 mg/dl. The customer's mother stated that the customer went to try to bolus for having eaten a cupcake, but none of the buttons were responding. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.